Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 2000 or 2001. Subsequently, patient was revised on (B)(6) 2015 due to polyethylene liner wear. The liner and head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.